Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported material rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified, 90% concentric lesion in the mid right coronary artery. The 2.75x15 mm trek rx balloon dilatation catheter (bdc) was advanced and crossed the target lesion. However, during the first inflation when applying pressure to 10 atmospheres the balloon ruptured. The bdc was removed and replaced with an nc trek 2.75x15mm, which was dilated without any issue. The procedure was successfully completed with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.